Event description:
Boston scientific received information, that during the implant procedure, this right ventricular (rv) lead was capped and abandoned due to placement difficulty. When the physician attempted to implant this rv lead in the ventricle, the helix of this lead got stuck in the tricuspid valve. The physician tried changing the curved stylet to a straight stylet, but the lead was still unable to be removed. The decision was made to cap and abandon this rv lead, and implant a new rv lead. The procedure was then completed successfully. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.